Event description:
The devices were implanted in 2009.

Event description:
It was reported that revision surgery was performed due to fracture of the acetabulum. It was also stated that the patient has elevated blood ions, exact values not supplied to manufacturer.